Event description:
It was reported that during the procedure in a small branch of the right femoral artery, a graftmaster stent was deployed for treatment of a small perforation. The perforation continued to leak slightly into the quadricep and ultimately sealed spontaneously without further intervention. Follow up ultrasound revealed that the perforation was completely sealed with good results. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of hemorrhage, as listed in the graftmaster instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the graftmaster was used in the femoral artery. It should be noted the graftmaster IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations.